Manufacturer narrative:
Analysis was performed on the returned device. The reported leak from the handle could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the proglide device was not flushed prior to use. It should be noted that the proglide instructions for use (IFU), states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. The absence of flushing the marker lumen does not appear to have contributed to the reported leak (blood flow came out from the base of the marker lumen instead of from the tip of the marker lumen) as it appears to be related to device placement in the anatomy (over insertion) and not a blockage of the marker lumen. The reported leak from the handle (through the base of the marker lumen) appears to be related to over insertion of the device into the vessel which would allow blood to flow through the proximal guide and exit the handle (base of the marker lumen). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, blood flow came out from the base of the marker lumen instead of from the tip of the marker lumen when the device was inserted and positioned in the vessel. The proglide had not been flushed with saline prior to use. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.